Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, a worn insulation was found 29.5 cm distal to the df4 connector pin. This damage is assumed to be the root cause for the reported clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The provided x-ray images were inspected. An interaction between the two implanted tachycardia leads in the right ventricle cannot be ruled out. Furthermore, the lead appears to have much slack in the implanted state already one day after implantation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to fracture approx. 9 months after the implantation. No adverse patient events or inappropriate therapies were reported. Should additional information be received, this file will be update.